Event description:
It was reported that when using the pyxis medstation es system, reports indicated an absence of data. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical service specialist confirmed the customer had resolved the issue. The device functioned as intended after the customer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.